Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported unstable angina and in-stent restenosis occurred which required intervention. In (B)(6) 2018, the subject was presented with unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the proximal left circumflex artery (lcx) extended up to distal lcx with 100% stenosis and was 48 mm long, with a reference vessel diameter of 2.50 mm. The target lesion #1 was treated with pre-dilatation followed by the placement of 2.50 mm x 38 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be 0%. The target lesion #2 was located in the distal left anterior descending artery (lad) with 90% stenosis and was 34 mm long, with a reference vessel diameter of 2.50 mm. The target lesion # 2 was treated with pre-dilatation followed by the placement of 2.50 mm x 38 mm promus premier stent system with residual stenosis of 0%. Post dilatation was not performed. Seven days later, the subject was discharged on aspirin and clopidogrel and ticagrelor. In (B)(6) 2022, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. At the time of event, the subject was on aspirin, clopidogrel and ticagrelor. Three days later, the subject was referred for coronary angiography which revealed 90% stenosis in the distal lcx. The subject was diagnosed with unstable angina. The distal lcx stenosis was treated by percutaneous coronary intervention. Post intervention the residual stenosis was noted to be 0%. The event was also treated medically. Four days later, the event was considered to be recovered/resolved, and the subject was discharged.